Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus ous, mr, 3.5 x 28mm stent delivery system (sds) was returned. A visual examination of the crimped stent showed stent strut row 8 from the distal end of stent is damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to advance and withdraw the device through the tight lesion. The stent outer diameter (od) was measured which is within the maximum crimped stent specification. A visual examination of the balloon wings showed that the folds were tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 28x3.50mm, concentric, de novo target lesion in the left anterior descending (lad) artery. Following pre-dilation using a maverick balloon catheter, a 3.50x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable and responding well to medicines. However, returned device analysis revealed stent damaged.